Manufacturer narrative:
The device was returned to medela (B)(4) for evaluation, which was conducted by a certified technician on (B)(6) 2017.  All of the data from the device was downloaded and analyzed and it indicated that the device was working as intended.  It was also determined that there appeared to have been no harm to the device as a result of the impact from the patient dropping it on the floor.  During testing, the device correctly showed a flow of 0 ml/min, which indicated that the device was working as intended. It was determined that the tru-close system should not be used with the thopaz+ device.  The tru-close system was clogged with coagulated blood and, therefore, the thopaz+ device only showed the flow from the clogged chest tube to the device. In the instructions for use, page 7, it is written that "medela can only guarantee the safe functioning of the system when the thopaz+ is used in combination with the original thopaz+ accessories (canisters, tubings, carrying strap, mains adapter, and docking station)."  To work optimally as intended, the thopaz+ system must be connected directly to the pleural space through a normal chest tube.  The device does not work optimally and as intended with another chest tube system, especially if that system is clogged.  The clinical staff, doctors and nurses at the (B)(6) hospital were trained that the two systems should only be used separately.

Event description:
On (B)(6) 2017: the patient was diagnosed at (B)(6) hospital with a pneumothorax, and a chest tube called tru-close was placed.  On (B)(6) 2017: the tru-close system was connected to a thopaz+ device because the lung was not expanding.  The negative pressure was set at -10 cm h2o.  Initially, an air leak of 700 ml/min was detected, but shortly after, the air leak was at 0 ml/min. Subsequently,  shortly after the chest tube insertion, the patient informed hospital staff that he dropped the thopaz+ device on the floor. The pump appeared to work afterwards.  At that time, the staff did not check the catheter to determine if the patient catheter was open or clogged. On (B)(6) 2017:  after one day, a new x-ray of the thorax/lung was taken, which showed an increasing pneumothorax. The patient was not worsening clinically nor from a respiratory standpoint. In the patient's medical record, it was described that there was visible coagulated blood in the tube.  As a result, the staff flushed the tru-close tube with saline to remove the coagulated blood from the tru-close system and they changed the thopaz+ device to a traditional water seal drainage system.  An x-ray of the lung after 2 hours with the traditional system showed improvement of the pneumothorax, as the system was no longer clogged. On (B)(6) 2017:  the patient was transferred to (B)(6)  hospital to the cardio-thoracic department because of increasing pneumothorax. On (B)(6) 2017:  the patient was transferred back at (B)(6) hospital without any chest tube or drainage system and was sent home shortly thereafter.